Manufacturer narrative:
(B)(4). The set was received for evaluation. A visual inspection identified a grayish particle approximately 1/4 of an inch long. The particle was found 12 inches below the drip chamber. The particle was examined under a microscope; the particle was found to be unmelted plastic that had become adhered to the inner tubing wall. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a vented paclitaxel set had foreign particles inside of the infusion line. This malfunction was observed when the user was priming the set with nacl 0.9%. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Visual and photographic inspection confirmed the reported problem. The cause was determined to be an issue during extrusion where plastic particulate matter, of the same material as the tubing, can be introduced inside the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.